Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood sample leakage. The following information was provided by the initial reporter. The customer stated: blood drops exiting the needle when activating the safety mechanism when some of the users activate the safety mechanism of the wingset, a blood drop exits the needle - with the risk of contamination of the healthcare worker with patient's blood.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. Lot #; batch 1g28a1 does not exist for material number 367286. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1g2621 does not exist for material number 367286. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1g265 does not exist for material number 367286. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1g2711 does not exist for material number 367286. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1g2721 does not exist for material number 367286. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1g28a1 does not exist for material number 367286. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-17 h6: investigation summary bd received 2 samples of lot number 1g2612 from the customer for investigation. Both samples were evaluated by visual examination and functional testing and the indicated failure mode for splatter when activating safety with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to splatter when activating safety as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode splatter when activating safety. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood sample leakage. The following information was provided by the initial reporter. The customer stated: blood drops exiting the needle when activating the safety mechanism when some of the users activate the safety mechanism of the wingset, a blood drop exits the needle - with the risk of contamination of the healthcare worker with patient's blood.